Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out, the physician applied the cautery tip along the can, which resulted in loss of pacing output. The patient was externally paced.